Event description:
It was reported that the wake button was not working as intended. There was no reported adverse impact to the customer. Multiple follow ups were made to obtain additional information, however, a response was not received.